Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that connecting knob broke off in the lateral cut guide assembly. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable, as the assembly was not identified to be broken.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable, as the assembly was not identified to be broken.